Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their sensor reading was 46mg/dl. The customer's blood glucose reading was 506mg/dl. The customer was advised not rely on sensor readings. The customer states they did not have time to check, so they ate to treat the sensor lows, which caused them to run high. Troubleshoot was conducted. The customer was advised to replace sensor. The customer was advised replacement would be sent out. No further assistance needed at this time.